Event description:
There was an allegation of a questionable calcium assay result for a patient sample tested on a cobas c 303 analytical unit. The initial result was 1.55 mmol/l. The sample was repeated, resulting in values of 1.00 mmol/l and 1.57 mmol/l.

Manufacturer narrative:
The reagent lot number was requested but was not provided. The field service engineer (fse) identified that the cause of the issue was a mechanical failure in the vacuum system. The fse replaced the vacuum pump membranes and the vacuum valve and adjusted the cell rinse volume. The fse then performed a precision run and multiple test cycles, which confirmed that the device is functioning according to the specifications. The investigation determined that the service actions resolved the issue.